Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 14 mmol/l (252 mg/dl) while wearing the pod. Symptoms reported include thirst and low energy (fatigue). The patient was treated with 20 units of insulin. In addition, the patient reported that the personal diabetes manager (pdm) was not charging. The patient was released the same day.